Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation had occurred while wearing the pod. Symptoms included discoloration and possibly drainage at the site. Patient visited dermatologist and was prescribed muprocin.